Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during implant of a leadless implantable pulse generator (ipg), the patient experienced a perforation. It appeared that the device perforated the patient's right ventricle prior to deployment. The patient was medically treated and intubated, but ultimately died.